Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown/ not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1:surgeon's details: name, phone number, email address: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's eye, due to change in power with patient outcome not provided. No other information was provided. .

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 02/22/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half with both haptics detached, consistent with a lens that was cut and explanted. One lens haptic was missing. The lens was further inspected, and no issues were observed that could cause or contribute to the complaint issue. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In first follow up report, section h2: follow up type was missed to mention as "additional information" and "device evaluation". Section h3: device evaluated by manufacturer was missed to mention as '"yes". Therefore, this supplemental filing is to correct the missing fields that were not captured in follow up 1 report. The following sections have been updated accordingly: section h-2 if follow-up, what type: additional information and device evaluation section h-3 device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.